Manufacturer narrative:
Analysis identified gear train anomalies related to corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer and device manufacturer representative (rep) regarding a patient who was receiving morphine 30 mg/ml at a dose of 3.102 mg per day via an implantable pump for non-malignant pain and chronic low back pain. It was reported the patient's pump had started to alarm on (B)(6) 2016, and they noticed a motor stall code of 8476 on their personal therapy manager (ptm). The alarm was consistent with a pump alarm. The patient felt something was wrong with his pump. They went to their managing healthcare provider (hcp) and the pump logs were read. The motor stalled at "3 something" and then recovered. The hcp reportedly could not confirm what caused the motor stall. The reporter wanted to know what the cause of the motor stall was. The patient had not been around magnets or had a MRI. Further information was received on (B)(6) 2016. The patient had felt more pain than usual the past 2 to 3 weeks prior to (B)(6) 2016. The event date was noted to be (B)(6) 2016 however it was only confirmed the month and year were accurate. He also felt his pump was not working as it normally did before. The patient was taking more oral pain medications in the past 2 weeks to combat the pain. It was not known if there were any environmental/external/patient factors that may have led or contributed to the issue. The hcp reportedly had indicated it was a motor stall issue and that the pump needed to be replaced. As a result, it was replaced. The issue was considered resolved at the time of report. The patient's status at the time of this report was listed as "alive - no injury".

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.